Event description:
It was reported, that patient's lead was dislodged. The dislodgment was confirmed, through diagnostic imaging. The lead was explanted and replaced. The patient status was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a partial lead was returned in two pieces with the helix retracted and clogged with blood and tissue. After cutting and cleaning the distal end of the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.